Manufacturer narrative:
Insulin pump received with blank display and constant tone alarm due to moisture damage on electronics. Insulin pump had minor scratched display window and cracked reservoir tube lip. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
Customer's mother reported via phone call that the device had gotten wet. Customer had been on manual insulin injection. Customer's blood glucose was unknown. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.